Manufacturer narrative:
(B)(4). Approximate age of device ¿ 49 days. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had been transferred to the rehabilitation center post implant and was progressing well. The patient's lactate dehydrogenase (ldh) values then trended upward and on (B)(6) 2016, peaking at around 2300 u/l. The patient's ldh levels were in the 700's u/l at the time of admission to the rehabilitation center. During the stay at the rehabilitation center, the patient's inrs were greater than 1.8 (goal 2-3). The patient was transferred back to the implanting center for further evaluation of the increased ldh. The patient had no other symptoms at the time. Upon admission, the patient's ldh levels remained greater than 1000 u/l. A CT scan was done as well as a ramp echo that was reported as equivocal. Vad parameters were stable, and it was reported that the nursing staff observed some high powers. The patient was maintained on a heparin infusion. A pump exchange was completed on (B)(6) 2016 due to suspected pump thrombosis.

Manufacturer narrative:
Thrombus was confirmed during the evaluation of the returned device. Examination of the device upon disassembly revealed a flat, tissue-like deposition on the body of the rotor. Areas of this deposition were hard and denatured indicating that it was present while the device was supporting the patient, but may have originally formed elsewhere. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the reported elevation in the patient¿s lactate dehydrogenase levels. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.